Event description:
Additional information received reported that the shocking was as a result of the device programmed too high and lowering the programming resolved the issue.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, product type: lead. Product ID neu_unknown_prog, product type: programmer, physician. (B)(4).

Event description:
The patient reported felt shocked when she was leaving the hospital post implant. The patient finally turned stimulation off on the day of this call at 5 am and she was no longer feeling shocking / pain. It was confirm that the implantable neurostimulator (ins) was not on. The patient has an appointment scheduled with health care provider on (B)(6) 2015. No further information was reported. Further follow up is being conducted to obtain additional information. A follow-up report will be sent if additional information becomes available.